Event description:
Doctor was performing a crown preparation when his patient complained of feeling heat from the device. The doctor stopped the procedure and observed no damage to the patient's tissue. No medical treatment was required. Procedure was completed with a different device.